Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-capture at full output, high/undefined pacing impedance and overs ensing which resulted in shocks. A lead fracture was suspected. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.